Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info. Device #1 perclose a-t, part# 12337-06, lot# 61160-6h, is being filed under medwatch MFR report number: 2953144-2008-01222.

Event description:
Device #2 malfunction: cuff miss, resistance during removal, foot break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose a-t device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred and resistance was felt during removal of the device. The device was removed and a second perclose a-t was used with the same results. Manual compression was used to achieve hemostasis. Visual inspection revealed that a foot break occurred with both devices. There were no reported adverse pt effects. Though requested, no additional info was provided.